Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were broken-gusset area (one returned). The optic was cracked (possibly cut) with other small cracked areas. The optical resolution was acceptable. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. An unapproved viscoelastic was reported to have been used. Additional information was requested on 01/29/2010 and 02/04/2010 by phone, fax, and mail. A completed questionaire was received on 02/04/2010. (B) (4)

Event description:
A nurse reported an intraocular lens (iol) was exchanged due to the patient experiencing glare and halos. Posterior capsule opacification was observed and yag laser performed. The iol was replaced with a different model iol. An unapproved viscoelastic was used during the initial implant procedure.